Event description:
The customer reported, that they observed dripping over the dilution cup on the ortho provue analyzer. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results, which could lead to transfusion of incompatible blood. Erroneous test results were not reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and found that the probe was bent and the wash station was cracked. The fe replaced and adjusted the appropriate components to return the instrument to expected operation. The customer run qc and verified operations.